Event description:
Patient was issued a bosch a and d medical digital bp monitor, model number - ua-767pc, serial number (B)(4) to monitor his bp's in his home. The patient called in and reported the unit was not functioning as it apparently overheated and melted to the desk. The patient reported he was using the issued surge protector and was also using a power cord/ac adaptor that was not ordered/issued. The door to the battery compartment is melted and fused to the batteries and unit case. The unit was set up as a peripheral device for a health buddy, a and d smart connecting bp monitor to health buddy, batteries installed, and patient also had the bp monitor plugged into power. He reported to the care coordinator that he did use a surge protector.